Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came off from the back end of the clip that was connected to the site. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. This issue occurred with one infusion set. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.